Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, and vibrator noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked halfway. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.